Event description:
It was alleged that while the health care provider was working with the lead that the electrodes fell off. Additional info has been requested, but was not available as of the date of this report. A f/u report will be sent if info becomes available.

Manufacturer narrative:
(B)(4).